Manufacturer narrative:
The insulin pump passed the displacement test. Insulin pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at u1 keypad assembly. The insulin pump passed the displacement test, sleep current measurement, and active current measurement. All currents within spec range. No unexpected battery lasts less than expected alert noted during testing. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery only last for a week or less and had low battery alert. No harm requiring medical intervention was reported. The device will not be returned for analysis.